Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 345mg/dl. It was stated that the insulin pump was alarming no delivery continuously. Troubleshooting could not be performed as caller did not have the insulin pump with him. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.